Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a neurological interventional procedure. Reportedly, the suture was deployed and the plunger was removed. The footplate lever was able to be opened and closed; however, the device could not be removed from the anatomy with the usual force. No vessel damage was observed. The nick and spread was widened and the device manipulated to remove. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to entrapment of the device/ difficult to remove include, but are not limited to, foot not fully parked, spasm in femoral vessel or device removed before the suture was pulled out of device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.